Event description:
A report was made regarding a pump battery that would not charge, despite attempts to use different outlets, charging cables, and wall adaptors. There was no reported impact on the customer's blood glucose level at the time of the event. The customer was instructed to allow the battery to fully deplete before returning the pump, which would be replaced under warranty. The customer did not share information regarding their backup therapy, and technical support provided instructions for returning the pump using a pre-paid label and return box.